Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep was unable to duplicate the problem. He tested the system at the max kvp and max ma. He performed a functional test. The system is operating as intended.

Event description:
The customer reported that the system displayed a charger error. The problem occurred during case. No pt injury was reported.